Manufacturer narrative:
As the device was not returned for evaluation, a phone conversation was arranged with the reporting physician (who was called in for consultation and was not scrubbed in) and cook urological's product manager. The physician was asked to describe what had transpired during the procedure stating: the patient had been in active labor for approximately 15 to 20 hours noting arrested dilation, under the care of a resident physician. At this point the resident physician performed a c-section on the patient, the incision was sutured using a b-lynch and the patient was given hemabate (coagulate drug) once by IV and once via intramyometrial injection. Her coags were a little out and a blood draw was performed noting the patient was in partial dic, however, was not full blown dic (dic is a contraindication of this balloon). The bakri balloon was placed and after approximately 200cc of fluid was injected, a lessening of resistance was felt, an indication of a potential dehiscence of the hysterotomy. However, an additional 160cc was injected into the balloon for a total of 360 ccs of saline. At this time the patient was left in the operating room for observation for 20 to 40 minutes, during this period of time the patients' abdomen was noted to swell. The patient was then reopened and approximately 500cc of blood was aspirated from the abdominal cavity and blood was noted in the jp drain. The bakri balloon was removed from the patient noting a uterine rupture along the suture line; the patient was treated by suturing and closing. The consulting physician was asked if ultrasound was being utilized during the use of the bakri balloon noting the response to be, no and the consulting physician stated that no estimate of uterine volume was taken prior to placement of the balloon. The instructions for use which is supplied with the device states: determine uterine volume by direct examination intraoperative or ultrasound examination postoperative. Upon inquiring about the patients' condition, the consulting physician indicated the patient was fine following the repair and was able to keep her uterus. She was discharged within 4 to 5 days (not prolonged). In summary this balloon was being utilized for treatment that is contraindicated for this device and the resident physician did not estimate uterine volume prior to inflating the bakri balloon.

Event description:
(B)(4). In the pacu, pt was noted to have uterine atony and pph. Prior to transfer to end of her pltcs, pt had rec'd 40u pitocin, 1000mcg cytotec pr, methergine 0.2mg x 1, hemabate 0.25 mg x 1. Ten 1000cc of blood and clot expressed with bimanual exam in the pacu. Her vital signs were significant for sinus tachycardia of 150-160's - she was normotensive, afebrile, and spo2 was 98-100% on ra-. Her physical exam was notable for an acute abdomen, a boggy uterine fundus, and extreme pallor. Decision was made to emergently transfer pt back to operating room for an exploratory laparotomy. Massive transfusion protocol was activated. Upon entry into intraperitoneal cavity, approx 1l of blood was evacuated, with the source of the bleeding from throughout the hysterotomy. A series of figure of 8 sutures were placed along the hysterotomy to achieve hemostasis. The uterus was also noted to be extremely atonic. A total of 5 b-lynch sutures were placed -1 with 0-pds and 4 with 0-vicryl-. Bilateral o'leary stitches were then placed. Reinspection of the hysterotomy revealed a left-sided, inferior cervical extension that had been originally repaired at the time of her pltcs. After dissection for adequate exposure, a small opening at the apex of this extension was noted to have brisk bleeding. This defect was closed with 0-vicryl with 2 figure of 8 stitches. The entire hysterotomy was then noted to be hemostatic. Intraperitoneal jp drain was placed. Uterotonics were given alongside pt's fluid and blood product resuscitation. Given that the hysterotomy was noted to be hemostatic, decision was made to close the fascia. Fascia was closed with 0-vicryl in running fashion. Skin was closed with staples. Given continued uterine atony and vaginal bleeding, decision was made to place a bakri balloon. Bakri balloon was successfully placed and filled with approx 360cc. Cystoscopy was then performed by in conjunction with urology. Cystoscopic findings notable for brisk efflux on right with indigo carmine and sluggish efflux of indigo carmine from left uo-of note, pt has a history of possible left nephrolithiasis for which she was admitted during the third trimester of her pregnancy-. Given the sluggish efflux from the left uo, wire was fed through left uo and resistance was met after 2.5-3.0 cm proximal from the uo. Minimal return in the bakri balloon bag was noted-approx 50cc- and decision was made to observe the pt while anesthesia continued their resuscitation. During observation, serial labs were drawn, which were concerning for dic. Hct nadir of 16 -per I stat-. Plts nadir of 68. Fibrinogen nadir of 170, and inr 2.1 jp output over approx 45 minutes was approx 300ml of bright red blood. Her physical exam was notable for increasing abdominal distension. Her vitals at this time were stable. Cervix was examined using weighted speculum and retractors, and no cervical laceration was noted. Given concern for continued bleeding and dic, the decision was made to perform a repeat exploratory laparotomy. Upon entering the abdomen, approx 500cc was evacuated and hysterotomy was noted to have a 3-4 cm opening. The bakri balloon was immediately needle decompressed, then completely removed through the vagina. The hysterotomy was then closed in running, locked fashion with 0-vicryl. Uterotonics were again administered - see total above - as anesthesia continued fluid and blood product resuscitative efforts. Vitals were again noted to be stable. Hysterotomy was noted to be hemostatic. Jp drain was replaced - original removed at the time of re-entry into abdomen -. Fascia was closed with 0-vicryl. Skin was closed with staples. Axr at end of case was negative for foreign body. She was then transferred to ICU. Diagnosis or reason for use: obstetrical hemorrhage. Event abated after use stopped or dose reduced: yes.